Event description:
Additional information was received from a healthcare provider (hcp). It was unknown what troubleshooting was performed. It was reported that the catheter was explanted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp), consumer and a company representative regarding a patient who was receiving a new pump, thus the pump likely still contained sterile water from shipment. The indication for use of the device was for non-malignant pain, intractable chronic neck and back pain, and failed back surgery syndrome. The concomitant medications were listed as percocet, xanax, anbien, methocarbanol, paroxetetine and fluorocortisone. The patient history was reported as anxiety, depression, goiter, back and neck pain; and allergic to codine, dilaudid, morphine, fentanyl, and sulfa (sulfa was also listed as inactive). It was reported that during the intrathecal pump placement on (B)(6) 2015, that on initial threading of the catheter it appeared to be coiling, and then it would coil up. With some repositioning, the surgeon was able to get the catheter going superiorly to the mid-thoracic area. The needle and stylette were then removed, and it was anchored to the fascia. The troubleshooting/cause/actions and interventions related to catheter coiling remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.